Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked above and below the bumper pad. The top of the returned battery cap was worn and the threads were stripped. The returned battery cap was unable to maintain an electrical connection with the pump; the reported complaint was duplicated. A test battery cap was used and able to properly secure to maintain an electrical connection for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and there was no evidence of moisture or damage to the internal components. (B)(4)

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, that the top of the battery cap was worn, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.